Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having cough, headache, and a lung stain was diagnosed by pulmonologist.

Manufacturer narrative:
Additional information was received, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices, the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headaches and severe cough, lung stain. The device was returned to the manufacturer's product investigation laboratory for investigation. During internal investigation, there is unknown white and black dust like contamination found on ront panel, rear panel, inside the iso port, on the top enclosure underneath the flip doors and on the inlet of the blower box. Dark scuff marks are seen on the flip door, top enclosure and bottom enclosure ,inside of the top enclosure, rear panel, front panel, bottom enclosure, blower cap seal, blower, inner rim of the blower and blower impellors, a keratin-like substance was observed on the blower box outlet, the manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found five error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation. The manufacturer not able to confirm the complaint and address the symptoms specified.